Event description:
It was reported that there was diminished sensing on the right ventricular lead. The patient had complaint of shortness of breath. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead, 2008 (B)(6). (B)(4).